Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during bowel resection, small piece of plastic from the device became detached in the patient. It was retrieved with the specimen. No patient injury.